Event description:
The field engineer noted an interlock failure error message. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The customer was asked to keep the system charged. The system was tested and found to be working as intended and put back into service.